Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ tubes coil removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin for pain as well as duloxetine hydrochloride (cymbalta). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have breast cancer ("breast cancer"). The patient was treated with surgery (surgery / tubes coil removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the breast cancer outcome was unknown. The reporter considered breast cancer and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin for pain as well as duloxetine hydrochloride (cymbalta). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have breast cancer ("breast cancer"). The patient was treated with surgery (surgery / tubes coil removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the breast cancer outcome was unknown. The reporter considered breast cancer and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event pain and previously reported event medical device removal added as removal surgery to event pain, and breast cancer. Added concomitant drug. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.